Event description:
Ous MDR - after an implantation period of about 50 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and the lead were replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to a visual analysis. Only the distal part of the lead was returned for analysis. The returned lead fragment was found cut through 49 cm proximal to the lead tip. The analysis demonstrated a rubbed through insulation at the distal part of the lead. The insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis the deformation of the shock coil and the damage of the lead tip are most likely related to the explant procedure. The analysis did neither for the lead nor for the ICD reveal any sign of a material or manufacturing problem.